Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing extreme high and low blood glucose levels. Auto mode feature was active and automatically adjusting insulin delivery at the time of high and low event. Blood glucose level at the time of the high episode was at 385 mg/dl and treated with bolus. Customer's low was at 47 mg/dl. Blood glucose at the time of the call was 118 mg/dl. Customer completed troubleshooting for high/low blood glucose. Customer declined to perform high pressure test and was advised to upload to carelink. The insulin pump was not replaced or returned for analysis.